Event description:
It was reported that the customer went to the hospital with a blood glucose (bg) level in the 800s mg/dl with ketones of an unspecified size on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin as well as electrolytes and potassium to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage.